Manufacturer narrative:
The micrusphere will not be returned, therefore the root cause of the coils non-detachment inside the target site and the unintended detachment inside the microcatheter during removal cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the micrusphere coil (ssr10072020/c10023) could not be detached at the aneurysm site and inadvertently detached in the microcatheter (details unknown) upon withdrawal. The coil was placed inside the unspecified aneurysm with minor manipulation and after six detachment attempts the coil wouldn't detach. The audible signal beeped during detachment and the system ready and the detachment lights illuminated. Both the cable (details unknown) and detachment control box (dcb000005-00/f59862) were replaced and the coil still could not be detached. Upon removing the coil, the coil detached in the microcatheter. The doctor was able to push the coil back into the aneurysm with the coil delivery wire. There was no significant clinical delay to the procedure due to the issue. There were no damages noted to the system prior to use or after removal. The position of the coil was acceptable after placing it in the aneurysm. The coil did not stretch prior to detachment. Other coils were detached with the replacement connecting cable and detachment control box. There was no low battery light seen during the case and no fault light seen during the case. Upon pressing the power button all lights on the dcb illuminated. All connections fit properly without use of excessive force.